Event description:
It was reported that the display on the external pulse generator (epg) is broken. The biomedical engineer stated that it is like there is "black ink running through it." The biomedical engineer also noted that the device may have been dropped. The epg was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was broken. Analysis also found that the upper case was broken. (B)(6). (B)(4).